Event description:
The pt's family member performed a blood glucose test on the patient using the suspect device. Family member obtained a result of 255mg/dl. Normally family member would administer insulin for this reading. Instead, family member called the ambulance because the patient was lethargic. Upon arrival the emergency medical technicians used their meter to check the patient's blood glucose and the result was 32mg/dl. The patient was given a glucose IV and the patient's family member refused transport to the hospital.